Event description:
It was reported that patient presented for a scheduled procedure. During procedure, it was noted that lead's helix could not be extended. The lead was not used, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil. The cause of the reported event was isolated to the helix being clogged with blood/tissue.